Event description:
It was reported that when using the device, they were not getting the device to function with hand activation when used with the rep's demo handpiece. The device functioned correctly when activated with the foot pedal. They replaced the device and the problem persisted. They completed the case with the foot pedal.